Manufacturer narrative:
Product #1 pi main [pi-2025-0078074-01]. An event of try now/connect now resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to patient was reported. The status of application was not applicable and not returned. Remote care technical support was contacted. Analysis of the information provided confirmed the event of try now/connect now. A device history record (DHR) review was not required per investigation procedure. The cause of the reported event could not be determined; however, the reported incident was resolved with assistance from the remote care technical support.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.